Manufacturer narrative:
Article citation: charters, lynda, and joseph f panarelli. ¿insight: a focus on fellows¿ training and challenging glaucoma surgical cases.¿ ophthalmology times, vol. 49, no. 2, february 19, 2024. Https://www.ophthalmologytimes.com/view/insight-a-focus-on-fellows-training-and-challenging-glaucoma-surgical-cases. Multiple requests for further information have been made. Abbvie has received no response from the authors. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
Via article, "insight: a focus on fellows¿ training and challenging glaucoma surgical cases," healthcare professional reported a xen®45 gts was implanted in unknown eye. At unknown postoperative date, patient experienced "loss of vision," and three days later underwent urgent surgery to drain "large, hemorrhagic choroidal effusions."